Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of a recurring issue of a deviation between the cursor and the stylus tip and also noted that it was diagonal from the lower right to the upper left corner, that the lower bullets were missing, the stylus plug was damaged but that the stylus was able to work correctly, the lower hinge (support) plate is broken near the lower flex guide, the company logo button was broken, the left and right hinges of the keyboard were broken, the plastic spacer of the link electronic module (lem) board was broken, the left and right antenna cables were damaged near the upper flex guide and that the shielding was visible, the lower left and right hinges were worn out and that errors in the software history were found. The touch screen connector was reseated, cleaned and the parameters were reset, the lower bullets, stylus, lower hinge (support) plate, company logo button, left and right keyboard hinges, spacer (plastic) for the lem board, left and right antenna cables and the lower left and right hinges were all replaced, the touch screen was calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer had a deviation between the stylus and cursor and that calibration did not resolve. It was further reported that this is a "returning problem" however no prior event was found. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.